Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient (moderate valvular calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04945.

Event description:
As reported by our affiliate in (B)(4), during a transapical tavr procedure, the initial 23mm sapien 3 valve was deployed too ventricular in a final 40:60 aortic/ventricular (a/v) position with central leak. Although the central leak was possibly due to the patient¿s hemodynamics, the decision was made to perform a valve-in-valve procedure to secure the initial valve. Ventricular fibrillation (vf) occurred before the deployment of the second sapien 3 valve and was resolved by electrical defibrillation. Percutaneous cardiopulmonary support (pcps) was then initiated for the continuing hypotension. Post deployment of the second valve, hemodynamics became stable; however, tachycardia, likely due to hyperkalaemia, occurred. The patient recovered with drug administration and electrical defibrillation. The patient was transferred in stable condition. The patient remained in sinus rhythm after the procedure. However, on postoperative day (pod) 6, transient pauses for several seconds were observed. A permanent pacemaker was implanted on pod7. Both valves remain implanted in the patient. The native annular diameter measured 20.0mm by CT. Moderate valvular calcification and mild aortic root calcification was reported. The diameter of the sinus of valsalva (sov) measured 26.0mm and the diameter of the sinotubular junction (stj) measured 23.0mm.